Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer took corrective action by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support assisted the customer in successfully loading a new cartridge, allowing them to resume insulin therapy, and the issue was resolved.